Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the customer has decided to trade-in the system. Therefore, service was not required to be performed by zoll.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system ((B)(6)) emitted sparks and smoke inside the housing, which caused the fuse to trigger. Now, the device does not start when connected to the power supply. No information was shared with zoll regarding the patient's treatment status or whether the system was intended for use on a patient or being tested.